Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss. A scan showed the pressure regulating balloon (prb) had no fluid. A new artificial urinary sphincter was implanted. No patient complications were reported.